Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. .

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer had elevated blood glucose levels (464 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.